Event description:
This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint numbers (B)(4). Qerts record ID (B)(4).

Manufacturer narrative:
The actual product impacted by this event is the vitros immunodiagnostics products myoglobin calibrators, not the vitros immunodiagnostic products myoglobin reagent pack. Therefore, the brand name, common device name, catalogue # and unique device identifier have been corrected. Investigation into the root cause is still in progress, but the issue is linked to the stability of the vitros myoglobin calibrators post reconstitution by the user. Ortho has issued field action with the following instructions to the end user. Reconstitute the calibrators using 1.0 ml distilled water, as per current instructions. Allow reconstituted calibrator vials to stand at room temperature for 2 hours and then proceed with calibration within 2 hours (4 hours total). Discard reconstituted calibrators after 4 hours. Ortho notified the FDA¿s (B)(4) district office of this field action on 30 november 2018.

Manufacturer narrative:
The investigation confirmed that lower than expected myoglobin results were obtained from a non-vitros quality control fluid using vitros immunodiagnostics products myoglobin reagent pack lot 1280 on vitros 5600 integrated systems s/ns (B)(4). A definitive assignable cause for the event could not be determined. As a within-run precision test of the vitros 5600 integrated systems was not performed, it cannot be confirmed that the instruments were operating as intended and unexpected instrument performance cannot be completely ruled out as contributing to the events. The most likely assignable cause for the lower than expected vitros myog qc fluid results using the non-vitros biorad qc fluid lot 23635 is a sub optimal calibration event as re-calibration using the same lot of calibrators has resolved the issue for the customer.

Event description:
The customer observed lower than expected myoglobin results obtained from a non-vitros quality control (qc) fluid using vitros immunodiagnostic products myoglobin reagent pack on a vitros 5600 integrated system. Biorad level 1 lot 23635 results 109 and 109 ng/ml versus customer established mean 123 ng/ml biased results of the direction and magnitude observed may lead to inappropriate physician action if patient samples were affected and the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report is number one of two 3500a forms filed for this event, as two devices were affected. This report corresponds to ortho clinical diagnostics (ortho) inc. Complaint numbers (B)(4).